Event description:
It was reported that unspecified cartridge alarms intermittently occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reloaded the cartridge or changed the cartridge to resolve the issue. No additional information was provided.